Event description:
Allegedly, patient was revised due to mom complications: pain; elevated cobalt and chromium ion levels; fluid accumulations; tissue reaction; corrosion at the morse taper; staining: left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01127, -01128, -01129.